Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Tight banding (fibrosis) is a known risk expected to fully resolve over time.

Event description:
Three months post miradry treatment, the patient's mother called to report tight banding in one arm causing an inability to raise this arm. Patient was seen by the treating physician 3 weeks prior to this report. Patient received a medrol dose pack and 1cc of 20 mg kenalog injected around the banding without improvement since that time. The physician ordered an ultrasound of the vein which had not been performed. The band extends from axilla to elbow and slightly beyond with pain when extending arm.